Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient was revised to address an allergic reaction to the metal debris [from the left hip replacement]. Complaint reopened due to dhrs being received from legal on (B)(4) 2011. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of a vertical cup. Records are available for further review.